Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller stated that her finger began to hurt when using the lancing device on (B)(6) 2024. She went to hospital on (B)(6) 2024 and was discharged after two hours. At the hospital she was told that her blood had encapsulated and that she was now at risk of losing a piece of her finger. Her finger was bandaged and she was given nimesulide (nonsteroidal anti-inflammatory drug) and instructed to continue taking nimesulide at home, once a day for 5 days.

Manufacturer narrative:
Correction material brand name was updated in section d4.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.